Event description:
It was reported via repair work order that the fowler angle was inaccurate due to a damaged angle sensor and damaged wiring harness which had exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.